Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 10 occurrences of failure code 812:02. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague infusion pump with a user interface module master software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was a faulty pump head module. To correct the condition, the pump head module assembly was replaced. If any additional information is received, a follow-up MDR will be sent.